Event description:
In 2009, the patient was implanted with 5 gore excluder aaa endoprosthesis to repair a ruptured aneurysm. A month later, the patient received a follow-up computed tomography which revealed a possible distal type I endoleak. Twenty three days later, the patient underwent a reintervention where coil embolization of the hypogastric was performed. The patient was implanted with a contralateral leg component within the left common iliac. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted.